Manufacturer narrative:
Cfn-2017-1157 on (B)(6) 2017, writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated. If the device is evaluated a follow up will be sent.

Event description:
Record opened in reference to cfn-2017-1156 and captures second instrument reported. Sales rep reported via email: graspers had been used to remove valve; before valve removal, grasper had torn valve. Reporter states no patient harm, please confirm any additional intervention equired. On (B)(6) 2017 additional information from customer: was there any patient intervention when the grasper had torn the bowel? Tissue was evaluated and tear was repaired. What was the patient¿s medical status after the event? Stable. What type of procedure was being performed? Laparoscopic bariaric procedure. Was the procedure completed as planned? Yes.

Manufacturer narrative:
(B)(4). Two (2) sp90-7936 dissector devices were received for evaluation for grasper tore the patient¿s bowel. Note the customer reported this issue for one (1) instrument but sent in two (2) instruments instead; therefore, both instruments will be evaluated for this reported failure. Evaluation by the quality engineer, lead manufacturing technician and lead quality final technician revealed that the k15 device tip was slightly raised. The jaws come as a machined part. The print says to lightly bevel around outer edges of jaw. The edges were noted to be beveled but may not have been beveled enough at the tip to customer satisfaction. The h15 device jaw opened and closed, jaws meshed and matched the print. No sharp edges were observed. The h15 device performed and functioned as intended. According to the records the devices have been in the possession of the customer for almost 2 years without a complaint. We are not sure of the manner of handling and usage of the instrument during use. The devices passed all the acceptance criteria for release prior to shipment to the customer. Both the quality and manufacturing lead technicians have been made aware of this reported issue. A review of the device history record (s) did not reveal non-conformances. The devices passed all acceptance criteria for release. Conclusion(s): customer - preference according to the records the devices have been in the possession of the customer for almost 2 years without a complaint. We are not sure of the manner of handling and usage of the instrument during use. The devices passed all the acceptance criteria for release prior to shipment to the customer. Both the quality and manufacturing lead technicians have been made aware of this reported issue. Bd will continue to trend and monitor this reported issue and for this product family. (B)(4) h15, (B)(4) k15. Device manufacturer date: aug 10, 2015; dec 04, 2015.

Event description:
On 26jun2017 (B)(6) reported a correction, the grasper tore the patient's bowel not the previously reported valve. She reported there was a barb on the grasper.